Event description:
Overdelivery reported. At 3pm, the pump was set to infuse heparin 10,000u/100ml at ml/hr. At 4:30pm, a nurse reports the pump was alarming "check flow", and she noted that the IV container was empty. The settings were verified to be 5ml/hr and the set-up appeared correct. The pt's serum ptt was prolonged. The infusion was held for 4 hrs and then was restarted. No adverse effects were experienced by the pt. No add'l info was available.